Manufacturer narrative:
The device was evaluated on-site at the customer facility. The reported condition of repeated battery depleted alarms was confirmed and found to be due to depleted batteries. The main batteries and harness were replaced to correct the reported condition. Review of the event history determined that the reported condition occurred on (B)(6) 2011 not on the reported occurrence date of(B)(6) 2011. (B)(4).

Manufacturer narrative:
(B)(4). This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006. A service history review revealed no previous service events were related to the reported condition, however during previous services, the batteries and battery harness were replaced. Baxter has received similar reports for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The facility reported a colleague infusion pump with a malfunction of repeated battery depleted alarms. It is unknown when this condition occurred. According to the hospital representative, there was no patient involvement. No patient injury or medical intervention had been reported related to the device. During review of the event history it was determined that the reported condition occurred during delivery causing an interruption of delivery. No additional information is available.